Manufacturer narrative:
(B)(4). The status of the device is unknown. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Corrected: the device was received and routed to service prior to the pal being made aware of its complaint status. Therefore the sample is not available to evaluate. A review of the device history record revealed that rework was done and all release / testing specifications were met during first pass testing. Review of the service dates and activities revealed the previous return of the device was not for the reported problem. A review of the device's logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The issue with regards to the device was not confirmed. The cause was undetermined.

Event description:
Initially, the caregiver (cg) contacted baxter's technical service center regarding an unrelated alarm. The caregiver was assisted to end therapy. During a follow up call to the cg on (B)(6) 2012, the cg stated that the patient had passed away on (B)(6) 2012. Reportedly, the patient was not feeling well and went to the hospital and had passed away there. The cg did not believe the death was therapy related. On (B)(6) 2012, baxter's global pharmacovigilance contacted the nurse who declined to provide additional follow up information. No further query to be conducted.